Event description:
The distributor in (B)(6) reported that the device was displaying vent inop, motor fault, xdcr fault and low pip. No pt involvement, problem occurred during routine biomed ventilator check.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and identified a malfunctioning main board as the cause in this event. The foreign distributor was shipped a replacement main board kit to repair the device and return it to svc. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for eval. As of 05/01/2015, the alleged faulty front panel has not been received.